Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/07/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. After day 3 of sensor insertion, the patient started to experience itching and noticed redness around the sensor adhesive patch and removed the sensor on (B)(6) 2017. It was indicated that the patient was prescribed flovent for a previous reaction from about a year and a half ago for the sensor adhesive patch. The affected area was treated with hydrocortisone cream that was also prescribed. At the time of contact, the patient was doing fine. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.